Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise, oversensing and pacing inhibition on the right ventricular (rv) channel which resulted in greater than two seconds of asystole. The lead did not appear to have any physical damage when observed under x-ray. Additionally, the device did not appear to have any physical damage to the setscrews. A revision procedure was performed and the rv lead was removed from service and replaced. No additional adverse patient effects were reported.